Event description:
In the middle of performing uterine embolization, went to use the contrast injector, and a message came up on the injector screen stating, "immediately disconnect patient from the injector. Record the code below and contact services sw errnum 1316" unable to perform arteriogram portion of exam at that time due to contrast injector message. Contacted biomed. Contacted vendor and instructed to reboot the machine, as the message was a system maintenance error message. Rebooted the machine with no message displayed afterwards. Able to continue the procedure without contrast injector.